Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with cracked case display window corner, broken battery tube threads and cracked reservoir tube lip. The insulin pump was received with dog chew marks. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 426 mg/dl. Customer advised the insulin pump had a crack and was missing plastic. Customer advised the damage continued to get worse as time passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.